Event description:
The pump was returned for service. During service the pump was found to have depleted batteries. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.